Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The inflow door lever opens as the pump runs, due to a loose e-clip. This is not the result of a manufacturing defect, as the unit was in service for 34 months. No further action will be taken, since the failure is an isolated event, and there is no established trend within the past 90 days. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 09/28/2021 it was reported by a sales representative via sems that an ar-6480 pump had a black handle not locking at the inflow rollers. This was discovered during use; rep contacted 9/29 for more info. Update: rep returned contact 9/30. Procedure date confirmed as (B)(6) 2021, case was completed using complaint device by taping the inflow latch shut, no patient effect.